Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the interventional cardiologist covering for main attending and chief ic was doing a left heart cath which turned out to be a diagnostic. He attempted to use the angio-seal to close; however, when he took out the arteriotomy locater, he felt a lot of friction withdrawing. The distal tip (.5 mm) broke off and went inside the patient's vasculature. The representative (rep) was called by the service line director to help troubleshoot. The rep was in the hospital already supporting another case in the operating room (or), therefore, the rep went to cath lab and provided suggestions to troubleshoot. It was suggested to take an angio shot of the common femoral artery (cfa) site and above to see if the broken piece was stuck on the vessel wall. The rep then instructed to take a runoff down the patient's leg to see if we could locate the broken piece; however, it was unsuccessful at locating. The rep then suggested to do a pulse assessment of the patient's leg and foot post procedure via doppler and still was flow patent. The patient stayed overnight with no severe issues and a computed tomography angiogram (cta) angio would be done to try and locate broken piece of dilator tip. When reviewing the case and the procedure steps with ic and staff, they did admit they used a 5 french procedural sheath, rather than a 6 french sheath. The rep having a calcified arteriotomy site and not having a 6 french lumen path created a lot of friction and too much force of ic maneuvering arteriotomy locator may have been the cause of complication. The blood loss was less than 250cc's.

Event description:
Additional information was received on 27nov2024: medwatch mw5161957 received.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, g2, h10. Medwatch mw5161957 received on 27nov2024.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information to sections a2: age, a3b: gender, a4: weight, and a5; ethnicity, correction to sections h4 and e4, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the sample was not available for analysis. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to calcification/friction at the puncture site resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).